Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion at l5-s1 in 2015. Post-op, the screw broke. A revision surgery was performed to remove the broken screws at s1, refusion at l5-s1 and fixation l4-5 ,s1-2. Fragments of the broken product remained inside the patient. Patient complication reported to be unknown.

Manufacturer narrative:
Only year is valid. Date and month of implant are not confirmed. X-ray review results: intra-op films for l5-s1 posterior fusion revision surgery shows two broken screws in the sacrum. Original implant date is 2015. There is no bone or interbody spacer at l5-s1. If information is provided in the future, a supplemental report will be issued.